Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was an anterior cerebral artery occlusion with moderate vessel tortuosity. The cause of the resistance and kink was unknown. The patient¿s baseline (tici, nihss, etc.) And post-thrombectomy condition were also unknown. Resistance occurred in the distal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an emergency thrombectomy surgery, after opening the package, venting and hydrating normally, the rebar-27 microcatheter was pushed in. During the insertion of the stent, a noticeable obstruction was felt as it entered the microcatheter, and the stent could not be pushed forward any further. The stent was then removed and the microcatheter was checked. The microcatheter was normal, but the tail end of the stent was kinked and could not be used normally. It was then replaced with a new product of the same model to use, which did not cause any adverse effects on the patient. The device and any accessories were prepared as indicated in the IFU.